Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device. The customer reported due to this issue, they did not have high/low glucose alarms and became hypoglycemic. The customer required treatment of sugar-water by third-party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc application in use with a (samsung sm-n981b galaxy note20 2.8.1.9305 ) with android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer reported due to this issue, they did not have high/low glucose alarms and became hypoglycemic. The customer required treatment of sugar-water by third-party. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries on 08feb23.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application a (samsung sm-n981b galaxy note20 2.8.1.9305) phone with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.